Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted during a bentall procedure. On an unknown date, aortic regurgitation was observed and the valve was explanted on (B)(6) 2019. Upon explant, the physician reported a tear in the nadir of one leaflet. The patient is reported to have been discharged. Of note, the patient is reported to have been affected with marfan's syndrome.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted during a bentall procedure. On an unknown date, aortic regurgitation was observed and the valve was explanted on (B)(6) 2019. Upon explant, the physician reported a tear in the nadir of one leaflet. The patient is reported to have been affected with marfan's syndrome.